Manufacturer narrative:
The visual examination of the returned guidewire revealed that the coilwire was unraveled at the distal end of the wire and the corewire was broken from the ballweld. The complaint is consistent with the returned device. It is most probable that the manipulation of the device during unpacking might have generated the damages encountered, a physical damage on the device could easily be generated when manipulating the wire. Based on all gathered information, the most probable root cause is "handling damage.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2015. According to the complainant, during preparation, the distal tip of the guidewire detached outside the patient exposing the tip of the metal core wire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a percutaneous nephrolithotomy procedure performed on (B)(6), 2015. According to the complainant, during preparation, the distal tip of the guidewire detached outside the patient exposing the tip of the metal core wire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.